Event description:
It was reported that bd microlance¿ needle leaked from the needle while administering drug to the patient. No serious injury or medical intervention was reported.

Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. Although the defect was not confirmed for this instance, bd has recently investigated a similar complaint for this product and found a leakage may occur as a result of improper luer dimension or damage in the syringe tip. Without the sample for evaluation we cannot verify this to be true for the product reported. DHR- we have reviewed our production and inspection records and have established that all production and quality processes were carried out normally. Neither qn nor ncmr's.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd microlance¿ needle leaked from the needle while administering drug to the patient. No serious injury or medical intervention was reported.